Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a safety needle. The customer reports the safety mechanism does not function properly, it does not cover the needle. The customer further reported that when activating the safety mechanism the needle was not covered by the safety mechanism. During follow up with the customer stated that this occurred during use on a dummy pt, not a real pt, and no injury occurred.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.